Manufacturer narrative:
Pt info was requested but was not provided. The date of event was requested but was not provided. Sorin group received a report of multiple occurrences where the camera and scope slipped out of the optical dissector during a vessel harvesting procedure. It was also reported that each occurrence resulted in damage only to the vessel being harvested. There was no report of injury to the pt. The devices were returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of multiple occurrences where the camera and scope slipped out of the optical dissector during a vessel harvesting procedure. It was also reported that each occurrence resulted in damage only to the vessel being harvested. There was no report of injury to the pt.